Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 visual examination of the returned product identified nicks and gouges indicative of repeated use. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. A definitive root cause cannot be determined. No device failure was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent additional cuts during a knee procedure which resulted in surgery being extended by 45 minutes due to continuous changing and attempting to correct extension gap. All cuts were done as per normal, validated with orthosoft, ligament balancing and flexion and extension were confirmed on orthosoft with spacer blocks and found to be acceptable. Patient started with a 4.5-degree flexion contracture. Upon completion of all bony prep and cuts the trials were put on and it was found that flexion was good however a 17-degree flexion contracture was there in extension. The components and recut distal femur were removed and all chamfer cuts once again using orthosoft and validating. Also a complete posterior capsule release was done and ensured the pcl was resected. It took more than 30 minutes in trying to correct the flexion contracture with no success. Then changed the ps femur for a cr with uc bearing and was able to get the leg out to full extension. The components were removed and re-tried the ps femur and insert but the readings still showed a large flexion contracture - visible to the naked eye. The surgeon tried a cr bearing with the ps femur just to see what has got in extension and the same reading was seen as with a ps insert of 11 degrees¿ flexion contracture in extension. The surgeon chose to continue with a cr femur with a uc bearing which proved stable, balanced in flexion and extension and out to full extension. Measured the posterior condyles of the trial post-surgery and all matched the prescribed measurements. All instruments were triple checked and correct and did not appear to have any faults. There is no additional information at this time.